Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon is reporting a disassociation of inlay from cup. Left side affected. Doi: (B)(6) 2012, dor: (B)(6) 2020 - revision of inlay and head.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : a device history record (mre) review, was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # ==>(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5, b7, d4, d6a, d10, g4, h5, h6 (clinical code) UDI(B)(4) if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: d1, d2a

Event description:
On (B)(6)2011, the patient had a left hip joint resurfacing due to combined cam and pincer impingement (mixed type) no mention of manufacturer of components provided. On (B)(6)2012 the patient had a left total hip arthroplasty. The indication for surgery arises in the case of advanced osteoarthritis of the hip joint on the left, status post hip joint resurfacing at this facility in(B)(6)2011. After exhausting the conservative treatment options and gradual reduction in walking distance and mobility, and pain, the patient now wishes to have a total hip replacement. Depuy components were implanted during this procedure. On (B)(6)2020, the patient was revised due to verified inlay dislocation in the presence of a total hip replacement on the left side, the patient was admitted for planned inpatient treatment to replace the inlay and, if necessary, the cup. Prior to surgery the patient was experiencing pain. Only the femoral head and acetabular liner were revised. During the procedure the surgeon observed multiple, small polyethylene fragments, that were then removed. The liner lip was noted to have ¿broken off¿ or fractured. The liner was still seated in the cup and was difficult to remove. Post-operative diagnosis was inlay fracture cranially with dislocation.